Event description:
The customer reported being unable to acquire 12-lead ECG.

Manufacturer narrative:
The customer reported being unable to acquire 12-lead ECG. The customer localized the issue to a failed lead set. The lead set was replaced.